Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mid right coronary artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 2.5 x 18 mm xience v stent was implanted at 16 atmospheres (atm); however, a distal edge dissection occurred. The dissection was treated with a 2.5 x 15 mm xience v stent successfully. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiency and the product was not returned. The reported patient effect of dissection as listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.